Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarms noted during testing. No unexpected pump error 23 alarms noted during testing. No frozen screen anomalies or time/clock anomalies noted during testing; the time advanced properly. No keypad unresponsive/button error alarms/stuck button alarms noted during testing, however corroded keypad traces during visual inspection. Pump error 63 was present in the pump trace download and pump error 63 alarmed during selftest due to corroded keypad traces. Unable to verify audio/absence of alarm due to pump error 63. Moisture damage on motor assembly and force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. Customer's blood glucose level was 5.8 mmol/l. Customer reports they were unable to clear the alarm. Customer states insulin pump had frozen display. Customer reports the screen was not completely blank. Customer reports alarm occurred after the time that the buttons were not responding. Customer reports after inserting a battery alarm did not appear on screen. The insulin pump will not be returned for analysis.